Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal did not provide sufficient hemostasis when it was deployed into the anastomosis. The operative field was unable to be found due to the bleeding. The surgeon reported that the insufficient hemostasis may have been caused by a crack in the seal. The blood loss was of a small quantity and the pt did not require a transfusion. A replacement device was used to complete the procedure. The hospital did not report any additional pt effects. The hospital will reportedly not be returning the product in question as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history review was completed for the reported product lot number. There was no nonconformance recorded in the lot number. Internal file number - (B)(4).